Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.5/099 (sphere/cylinder/axis), during the same surgery due to the lens tore/broke during delivery into the patients right eye (od). There was no patient injury. The lens was exchanged for another same model/length lens on (B)(6) 2019 and the problem was resolved. The cause of the event was due to user error.

Manufacturer narrative:
Corrected data: the reporter indicated the surgeon while implanting a 13.2mm vticmo 13.2 implantable collamer lens of -11.0/1.5/099 (sphere/cylinder/axis) into the patient right eye (od) the lens tore/broke during delivery into the eye on (B)(6) 2019. The lens was removed within the same surgery. There was no patient injury. On (B)(6) 2019 another same model/length lens was implanted, and the problem was resolved. The cause of the event was due to user error. Additional information: device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found optic and haptic torn. Lens returned in two pieces. (B)(4).